Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the reported operative complications experienced by the patient and the patient¿s subsequent demise. Isi has contacted the initial reporter to obtain additional information regarding the reported event. However, according to the csr, the surgeon was unwilling to provide any new information regarding the reported event. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient underwent another unspecified surgical procedure at another hospital to repair operative complications that allegedly occurred as a result of the robotic surgery. The patient allegedly did not recover from the operative complications and subsequently expired. However, at this time, the root causes of the operative complications and the patient¿s death are unknown.

Event description:
It was initially reported that after undergoing an unspecified da vinci-assisted surgical procedure at one hospital, the patient underwent surgery at another hospital to repair operative complications. According to the initial reporter, a surgeon, the patient reportedly did not recover from the complications of the robotic surgery and expired on an unknown date. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No further clinical information was provided. On 11-may-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was informed of the event by the initial reporter. According to the csr, the initial reporter does not perform robotic surgery and did not perform any of the repairs of the alleged operative complications. The csr indicated that she believes the da vinci-assisted surgical procedure was a ¿paraesophageal¿ or some type of ¿hernia repair¿ operation. She indicated that there was no allegation from the initial reporter that a malfunction of a da vinci surgical system occurred. The following information is unknown: what specific type of da vinci-assisted surgical procedure was performed, what date the robotic surgery was performed, what operative complications the patient experienced, what subsequent surgical intervention was performed, what date the subsequent surgical intervention was performed, what date the patient expired, and what the root causes are of the alleged operative complications and the patient¿s death. On 05-jun-2018, isi contacted the risk management department where the da vinci-assisted surgical procedure was reportedly performed at. The risk manager stated that she cannot provide any additional information regarding the reported event without any patient information. However, the risk manager stated that she has not received any complaints within the hospital regarding the da vinci si surgical system.